Event description:
Information was received indicating that the backup cadd legacy pump exhibited a "no disposable, clamp tubing" alarm. It was reported that the alarm occurred on the primary pump as well as the backup pump and that troubleshooting did not resolve the alarm. It is unknown if there were any adverse effects. Per reporter no further details were provided.